Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed, no adverse trends were noted.

Event description:
It was reported to boston scientific corporation in 2007, that approximately one month after the placement of a wallflex enteral colonic stent in a female patient (age unk), "the stent caused a perforation within the colon" and "the patient developed peritonitis". "The stent was not removed as the tumor was too large. The patient is being treated with chemotherapy in hopes that it will shrink the tumor and a resection will be able to be done." A colostomy was performed. A reoccurrance of the perforation occurred as a result of "the site not being sewn up completely during the colostomy as there was too much damage to address". The patient had a "colostomy , mucus fistula and a drain in the abdomen" and was expected to be released from the hospital within a few days.